Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother called to report high blood glucose levels and that the insulin pump alarmed no delivery during prime. The customer's reading was 439 mg/dl. The customer performed troubleshooting, changed the infusion set and reservoir, and then insulin did exit the tubing. Nothing was replaced or returned for analysis.